Event description:
Two coronary stents were successfully deployed at the target lesion site in the pt's left anterior descending artery on 4/4/96. The pt was discharged from the hospital following an uneventful hospital course on 4/7/96. While at home on 4/9/96, the pt became aphasic and was hospitalized. Diagnostic testing was consistent with a cerebrovascular accident (cva) with hemorrhage in the cerebellum and revealed a clot in the left ventricle. The physician was unsure if the cva was due to the clot in the left ventricle or to the anticoagulant regimen. The pt was discharged in stable condition on 4/16/96.